Manufacturer narrative:
Initial and final MDR 1896202 - MDR 3003442380-2024-10155- device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient experienced the blockage is located in the tubing. The infusion set was not used for more than 48 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.